Manufacturer narrative:
Fourteen sealed samples were received. Controls on different lots have been performed in the test lab, and all controls (inflation and deflation) conformed. The cause of the event was determined to be due to the user.

Event description:
According to the available information, the balloon did not deflate. It was noted, "seems wrong with lumen that you fill balloon with."